Manufacturer narrative:
No audio or vibrate anomaly or absence of alarm anomaly confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. Customer¿s blood glucose level was 83 mg/dl. Insulin pump will be returned for analysis.